Event description:
Patient underwent uneventful ilasik procedures on both eyes (ou) on (B)(6) 2012 and presented, at 1 week post-operative, with striae on the left eye (os) but the visual acuity (va) was still correctable to 20/20. The patient was scheduled for a follow-up on (B)(6) 2012. At the time of the exam, os striae and epithelial (epi) ingrowth were noted with a decrease in best corrected visual acuity (bcva). Patient returned to the laser suite for flap lift and stretch with removal of epi ingrowth os. The patient was last seen on (B)(6) 2012 and the visual acuity without correction (vasc) right eye(od) 20/20, vasc os 20/30. Rxm plano od 20/20, -50 - 0.25 x 035 20/20 os.

Manufacturer narrative:
(B)(4) - epithelial ingrowth and striae. The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.